Manufacturer narrative:
The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd ultra-fine¿ insulin syringe, there was clear liquid that came out of the syringe as the consumer pushed on the plunger to release air before use. There was no report of injury or further medical intervention.

Event description:
It was reported that the bd ultra-fine¿ insulin syringe, there was clear liquid that came out of the syringe as the consumer pushed on the plunger to release air before use. There was no report of injury or further medical intervention.

Manufacturer narrative:
Investigation summary: customer returned (3) 1/2cc, 6mm, 31g syringes in an open poly bag from lot # 7205936. Customer states that there was clear liquid that came out of the syringe. All returned syringes were examined and no liquid or any other foreign matter was observed inside the barrels of the syringes. All samples were also tested and a clear droplet of material came out of the cannula when fully depressing the plunger rod of 2 out of 3 samples. A small portion of this material was removed from the sample and prepared for ftir spectral analysis. The spectral analysis shows that this material is most likely silicone. Silicone is an inert, non-toxic medical substance used as a lubricant for disposable hypodermic products. It is an integral part of the syringe, enabling it to perform as required in various clinical applications and does not present a safety or efficacy issue nor does it impact product function. The silicone application process is designed to provide an even distribution of silicone on the interior of the syringe barrel. When the plunger is fully depressed, the silicone gets distributed along the barrel roof and walls, ensuring a lubricated surface for the plunger to move against. Silicone has been in use in this application for over 20 years, with estimated distribution well in excess of 25 billion units. No reports are known of adverse clinical effects associated with these products and unintentional delivery of silicone fluid lubricant. CAPA # 56537 and situation analysis # bddc-16-871-sa have been opened to address this issue. A review of the device history record was completed for batch# 7205936. All inspections and challenges were performed per the applicable operations qc specifications. There were seven (7) notifications [200708546, 200707952, 200708496, 200707760, 200707881, 200708296, 200707977] noted that did not pertain to the complaint. Based on the samples / photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. Investigation conclusion: possible root causes for excess silicone include: the first is that some associates do not degas the silicone after refilling the tanks. Second, the silicone volume on the pump is a parameter that is being adjusted, but is not understood and could be a potential kpiv. CAPA # (B)(4) and situation analysis # (B)(4) have been opened to address this issue.